Event description:
A consumer reported that following intraocular lens (iol) surgery, the iol was found to be defective. The surgeon reported noting glistening on the iol and that the pt was experiencing blurry, foggy vision. In a follow up, the iol was exchanged and the pt's quality of vision was much improved.

Manufacturer narrative:
The product was returned for analysis. The optic was scratched. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/23/2009, 03/24/2009, 03/25/2009, 03/26/2009, 04/02/2009, 04/06/2009, 04/08/2009, and 04/10/2009 by phone, fax, and mail. A completed questionnaire was received on 03/27/2009 and 04/08/2009.